Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient was no longer receiving stimulation and as a result he stopped turning it on and stopped recharging his scs system. The patient presented to surgery where the sjm representative confirmed the issue. The patient underwent surgical intervention where his ipg was removed and replaced.